Event description:
Clinical report states pt revised for mom disease with socket loosening, resulting in infection.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-08031. This report, 1818910-2011-06520, will be rejected. 1818910-2011-08031 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional information was received from clinical indicating the patient's left hip was revised on (B)(6) 2011. Part/lot information is being updated for patient's left hip. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.